Event description:
The pt's husband reported that his wife's device turned off automatically. They didn't realize it was turned off for 3 days. The husband stated that he didn't recollect that his wife had been near anything that could have caused electromagnetic interference. No pt symptoms were reported. He was encouraged to contact the pt's health care professional. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available. See manufacturer's report #3004209178-2008-04316.